Event description:
It was reported that during a device data review, a high out of range (>125 ohms) shock impedance measurement was noted from the right ventricular (rv) lead. The patient is pending a device replacement for premature battery depletion, in which the rv lead will likely be explanted and replaced. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that during a device data review, a high out of range (>125 ohms) shock impedance measurement was noted from the right ventricular (rv) lead. The device also displayed code 1003 related to premature battery depletion. The physician elected to explant and replace the device to resolve the event. The new device was connected to this rv lead and the shock impedance measurement was subsequently in range. The physician elected to leave this rv lead implanted and continue with normal follow ups. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
This report is being filed for additional incident description information.